Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. A review by a clinical consultant confirmed a periprosthetic fracture and subsidence. Method and results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: [...] There is a periprosthetic (pp) fracture around the entire proximal stem section with subsidence of the stem.[...]. [...] Turning to the present case there clearly are several variables present in the case to increase the risk on periprosthetic fracture. At first there is a significant degree of osteoporosis present in the skeleton of this patient. Age and gender were not reported but the skeleton has the typical configuration of a female while the presence of significant osteoporosis suggests this must be an elderly lady. Osteoporosis affects female patients more than males and also starts to develop at an earlier age.[...]there is no evidence available in the current case to suggest that device-related issues have played a role, consistent with the type of failure while the discussed adverse mix of patient- and procedure-related factors should be considered more than adequate to have caused the periprosthetic fracture problem in this patient. This pi case is not device-related[...]. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone) have caused a peri-prosthetic fracture requiring revision surgery within a few weeks of implantation. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Implanted the accolade for cervical fracture on (B)(6) 2016. Pain occurred during rehabilitation on (B)(6) 2017. There was a confirmed bone fracture around the stem. Surgeon implanted the exceter long stem for fracture on (B)(6) 2017.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Implanted the accolade for cervical fracture on (B)(6) 2016. Pain occurred during rehabilitation on (B)(6) 2017. There was a confirmed bone fracture around the stem. Surgeon implanted the exceter long stem for fracture on (B)(6) 2017.